Event description:
The customer reported the ventilator was alarming during setup due to an occlusion. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. The biomedical engineer reported that the blower was not functioning and there was no air output. Pse advised the biomedical engineer to evaluate the ventilator blower and motor controller pcb board for the reported problem. The biomedical engineer reported the blower was disconnected and reconnected and it then started to function. The biomedical engineer reported the ventilator was run overnight with no recurrence of the reported problem, and the unit is back in service.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service. Blower disconnected/reconnected.